Manufacturer narrative:
Initial reporter name and address:: customer full address name is gh post office: (B)(4). The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: inspection found multiple black dots are coming in the image. The light guide ( lg)-bundle has breakage. In addition, the image guide (ig) bundle noted with significant breakages . The customer reported issue was confirmed. Additionally, heavy leakage from a-rubber and biopsy channel at both side (intermittent at c/u sides) were found. Additionally, evaluation observed the device forceps channel port is shaved off. Furthermore, the following findings during inspection were noted on the device: due to a cut on a-rubber, water tightness is lost. Due to damage on ch-tube, water tightness is lost. Distal end has a dent. Adhesive on a-rubber is detached. A-rubber has cut. A-rubber has slack. Grip is dirty. Ud plate is dirty. Ud plate has a scratch. Angulation lever is dirty. S-cover is dirty. S-cover has a scratch. S-cylinder is dirty. Control unit is dirty. Eyepiece is dirty. Eyepiece has a scratch. Universal cord is sticky. Universal cord has a scratch. Lg connector is dirty. Lg connector has a scratch. Lg-cover glass has corrosion. Connecting tube has a scratch. Universal cord has discoloration. Angulation is lower than standard. Control unit has corrosion due to water leakage. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported issue of "multiple dots" (broken fiber). The issue found during an unknown event. There was no patient harm, no user injury reported . Device evaluation found the forceps channel port shaved off. This report is being submitted for the forceps channel shaved off found during device evaluation (reportable event).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the shaved parts of the forceps channel port. A definitive root cause for this issue was not established. However, it is probable that issue occurred because the metal part of an endo therapy accessory or a cleaning brush came into contact with the biopsy port when the device was being inserted or withdrawn. Olympus will continue to monitor field performance for this device.